Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, loss of capture (loc) at maximum outputs and high out of range pacing impedance measurements greater than 3,000 ohms. The noise was oversensed resulting in several non-sustained ventricular tachycardia episodes. A lead fracture was suspected. An invasive procedure was performed. The lead was explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 21.5 centimeters (cm) from the terminal pin, distal end of the suture sleeve tie down. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.